Event description:
During coil testing, the surgeon noted that the orbit coil (638cf0515/15857141) was stretched. The device did not enter the patient. There was no resistance between the introducer and the coil and the coil introducer did not appear damaged. The coil did not prematurely detach. The surgeon exchanged the orbit coil for a cashmere coil to complete the procedure with no report of patient injury or clinically significant delay in the procedure. The anterior communicating artery aneurysm was 5.4mm x 4.6mm x 2.7mm. The device will be returned for analysis.

Manufacturer narrative:
Correction: initially it was reported that the device would be returned for analysis; however, the device was not returned. DHR was completed on 6/1/2015. Complaint conclusion: during coil testing, the surgeon noted that the orbit coil (638cf0515/15857141) was stretched. The device did not enter the patient. There was no resistance between the introducer and the coil and the coil introducer did not appear damaged. The coil did not prematurely detach. The surgeon exchanged the orbit coil for a cashmere coil to complete the procedure with no report of patient injury or clinically significant delay in the procedure. The anterior communicating artery aneurysm was 5.4mm x 4.6mm x 2.7mm. The device was not returned for analysis. Review of DHR for lot 15857141 concluded that there were no issues that were considered potentially related to the reported complaint. The final assembly inspection was reviewed and no anomalies were noted. The coil stretching could not be confirmed without device return for analysis. Based on the information provided, the root cause of the event could not be determined; however, device handling factors may have contributed to the event. Since there was no evidence or a manufacturing issue related to the event, and all devices are inspected prior to leaving the manufacturing facility, no corrective actions will be taken at this time.

Manufacturer narrative:
It is anticipated that the device will be returned for analysis: however, the device has not yet been returned. Information regarding patient age and concomitant devices was not provided. Additional information will be submitted within 30 days of receipt.